Event description:
It was further reported that the lesion was predilated with an unspecified balloon catheter. It was believed that the ancillary device was caught on the proximal end of the stent. The procedure was completed with another device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. "The proximal end of stent has been distorted by an axillary device" no patient complications were reported and the patient's status is stable. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).